Event description:
During a stenting treatment procedure the sentional nitinol biliary stent system wire and the .035 rosen guide wire became stuck together. The pt was asymptomatic during this event. The lesion being treated was in the superficial femoral artery. The sentinol nitinol biliary stent and guide wire were removed from the pt and replaced with another stent of the same type and size to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.